Event description:
During a shoulder arthroscopy procedure, it is alleged that the "white" tip of the device broke off and was retrieved within 1 minute. No injury. No other information available despite several written attempts.